Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in november 2009 and performed to specification up to the 3rd august 2014. Multiple manual power ups, mainly of 10 minutes duration were recorded between 8th august 2014 and the 27th june 2015. The pad-pak became depleted and a fresh pad-pak installed on several occasions during this time investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.